Event description:
Surgeon mr v reports via our sales rep m van r the following: as the assistant wanted to use the device to insert the tibia baseplate, she discovered that the handle was separated from the device. She found the handle part loose in the net. We opened a second net, there are four of them on location in ownership. This one was all right. Impacted the tibial baseplate without further issues. Note: nothing "strange" was noted after last use of instrument.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.